Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum). The reporter indicated that the display screen was dim and was unable to be seen unless taken into a dark room. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the battery compartment was cracked.